Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported a pd patient on continuous cyclic pd (ccpd) therapy experienced peritonitis and was hospitalized. Upon follow up with the patient¿s pdrn, it was reported this patient presented to the outpatient clinic on (B)(6) 2023 with abdominal pain, nausea and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the outpatient clinic on (B)(6) 2023 presented with citrobacter koseri in the culture and a wbc count of 1987/mm3. The patient was diagnosed with peritonitis due to intra-abdominal sources. It was explained the patient has recently experienced diarrhea for reasons unrelated to pd therapy or the use of any fresenius product(s) or device(s). It was determined the transmission of peritonitis causing pathogens was caused by the patient¿s diarrhea. The patient was not initially hospitalized for this event and prescribed a one-time dose of intraperitoneal (ip) vancomycin at 2000 mg and ip ceftazidime at 2000 mg daily for 21 days. Due to the severity and nature of this patient¿s infection, the patient was hospitalized on (B)(6) 2023 due to worsening symptoms of abdominal pain and nausea despite antibiotic therapy at home. The patient¿s pd catheter (not a fresenius product) was removed in the hospital once the patient¿s peritonitis was determined to be refractory and she was given a central vascular catheter in favor of hemodialysis (hd) for renal replacement therapy. The patient continued on hd therapy on a hospital provided hd device (unknown brand and model) for the duration of the admission. The patient was prescribed antibiotics in the hospital, but the type, routes, dosages and frequency were not reported to the outpatient clinic. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2023. It was confirmed the patient¿s peritonitis, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient recovered from this event and continues hd therapy on an in-center basis post-discharge.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler with the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain and nausea. It is well established that pd patients are at high risk for infections of the peritoneum. The root cause of this patient¿s adverse event can be attributed to intra-abdominal sources as reported by a medical professional. Though a less common source of infection, it is well known peritonitis can stem from intra-abdominal sources to include a transmigration of bowel flora due to diarrhea as seen in this case. This is further evidenced by the presence of a microorganism that is part of the normal flora of human gastrointestinal (gi) tracts. Therefore, the liberty select cycler with the liberty cycler set can be excluded as a root cause or contributor to this patient¿s adverse event.based on the required information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported a pd patient on continuous cyclic pd (ccpd) therapy experienced peritonitis and was hospitalized. Upon follow up with the patient¿s pdrn, it was reported this patient presented to the outpatient clinic on (B)(6) 2023 with abdominal pain, nausea and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the outpatient clinic on (B)(6) 2023 presented with citrobacter koseri in the culture and a wbc count of 1987/mm3. The patient was diagnosed with peritonitis due to intra-abdominal sources. It was explained the patient has recently experienced diarrhea for reasons unrelated to pd therapy or the use of any fresenius product(s) or device(s). It was determined the transmission of peritonitis causing pathogens was caused by the patient¿s diarrhea. The patient was not initially hospitalized for this event and prescribed a one-time dose of intraperitoneal (ip) vancomycin at 2000 mg and ip ceftazidime at 2000 mg daily for 21 days. Due to the severity and nature of this patient¿s infection, the patient was hospitalized on (B)(6) 2023 due to worsening symptoms of abdominal pain and nausea despite antibiotic therapy at home. The patient¿s pd catheter (not a fresenius product) was removed in the hospital once the patient¿s peritonitis was determined to be refractory and she was given a central vascular catheter in favor of hemodialysis (hd) for renal replacement therapy. The patient continued on hd therapy on a hospital provided hd device (unknown brand and model) for the duration of the admission. The patient was prescribed antibiotics in the hospital, but the type, routes, dosages and frequency were not reported to the outpatient clinic. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2023. It was confirmed the patient¿s peritonitis, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient recovered from this event and continues hd therapy on an in-center basis post-discharge.